Event description:
It was reported that during a bronchoscopy procedure for treatment, the suture snapped during deployment. Another unit was used to continue the procedure. The procedure outcome was reported as successful and the pt's condition after the procedure was reported as fine.